Event description:
New foley was placed for urinary retention. Within first hour of placement it was noted that urine was leaking on the bed from circular vent port on foley tubing. The urimeter was changed and old device saved.